Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use of the device, a cuff leakage issue occurred. It was reported that the cuff had an audible air leak. The customer indicated that the patient remains intubated, stable and with no harm. It was also stated that the patient had to be re-intubated.